Event description:
It was reported that this patient received electric shocks from this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed device episode data and found that the shocks were delivered during an episode of supraventricular tachycardia (svt) with one-to-one conduction. Atrial sensing was falling into the blanking period which resulted in three bursts of anti-tachycardia pacing (atp). Atp failed to convert the rhythm. Six electric shocks were delivered, which also did not convert the rhythm, and therapy was exhausted. After the first shock, the rhythm accelerated. Ts discussed troubleshooting including reprogramming. It was noted that this patient was medically managed by the facility. No additional adverse patient effects were reported. Currently, this ICD remains in service.